Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. The customer drank cranberry juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.